Event description:
Pt came in for a cardiac cath lab procedure. The cardiologist requested a berman angiographic balloon catheter, but a balloon wedge pressure catheter was inadvertently opened and used. The catheter perforated the right atrium and the pt was taken urgently to the or for repair.